Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the ring cover and one bail cover were broken, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator's atrial output connector was broken. The generator was returned for service. There was no patient involvement.